Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent emergency endovascular treatment for a ruptured localized dissecting aneurysm using gore® tag® conformable thoracic stent graft with active control system. The presumed entry site was the descending thoracic aorta, and the device was deployed just below the left subclavian artery. After deployment, a minor proximal type I endoleak was observed. The procedure was completed. On (B)(6) 2025, at the one-week follow-up examination before discharge, residual proximal type I endoleak was confirmed. As the leak was minor, the patient was discharged. On an unknown date in (B)(6) 2025, the patient returned with complaints of malaise. CT examination revealed the device migration into the aneurysm sac. On (B)(6) 2025, a reintervention was performed. After conducting a bypass procedure to the arch branch vessels (two-debranch bypass), an additional stent graft was deployed distal to the brachiocephalic artery. No endoleak into the aneurysm sac was observed, and the procedure was completed successfully. Physician's comment: during the initial procedure, the patient presented with a ruptured dissecting aneurysm requiring urgent intervention. Although the proximal neck had unfavorable vessel anatomy, a debranching procedure was not selected. Consequently, the proximal landing zone was in an unfavorable segment. The residual endoleak likely led to device migration. In retrospect, a debranching procedure should have been performed during the initial procedure.